Event description:
Noted patient's bp dropping and pump beeping in room. Went into room and found pump says "new patient?" Nobody was in room and infusion was not touched. S bp was dropping to 70s. Restarted pump and changed to a new one when it became available. Did not send tubing as it was running an important continuous med- dobutamine. Manufacturer response for pump, infusion, plum 360 (per site reporter) . No response yet.